Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. The sample was submitted for functional testing using a methylene blue solution to detect any leakage caused by a faulty clamp. This analysis confirmed that the clamp is defective. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a 2-lead solution administration set in which the clamp did not work - it was impossible to close. The condition occurred while administering an unknown antibiotic on a patient. No patient injury or medical intervention was associated with this event. No additional information is available.